Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the proximal end in the housing, causing the cables to appear loose at the distal wrist. The broken grip cable was caused by the customer using an irk (instrument release kit). The grip input disk was manually articulated and failed to open/close one side of the grips. The root cause of broken grip cable was attributed to a component failure. Failure analysis found the secondary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the distal end. The conductor wire was broken at the proximal clevis location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause is attributed to a component failure. Additional observation not reported by site: upon visual inspection, the instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. No material was found missing. Signs of mechanical indentations were also observed on the proximal clevis the root cause of these failures is typically attributed to the user. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the instrument log for the maryland bipolar instrument (part number: 471172-16, lot number: k10210927-0324) associated with this event has been performed. Per logs, the instrument was last used on march-10-2022 on system sl0118. The instrument was used for 14 minutes. The instrument had 4 uses remaining out of 14 maximum tool uses. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps instrument¿s flanges broke. The customer used the instrument release kit (irk) but the flanges would not close. Since the instrument was broken at the base, the customer could not straighten the instrument to get it out of the trocar. The customer retrieved the broken piece during the same procedure with a backup instrument and removed the broken instrument along with the trocar from the patient. The customer was cauterizing and grasping when the reported issue occurred. The fragments did not fall into the patient during an instrument collision. The customer used a backup instrument and continued with the procedure. The procedure was completed with no reported patient injury.